Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been received by vyaire for evaluation/repair.

Event description:
The customer reported while using the high flow microblender; the oxygen dial is inaccurate. The customer performed troubleshooting, but the issue went unresolved. The customer reported there is no patient involvement associated with the event.